Manufacturer narrative:
It was reported that post paced t-wave oversensing were observed. On oct 17, programming changes were made. The patient is stable, and device remains implanted.

Event description:
It was reported that post paced t-wave oversensing were observed. On oct 17, programming changes were made. The patient is stable, and device remains implanted.